Event description:
The customer stated that the drive support cap is protruding. The customer stated that she did press on the cap when she noticed that it was sticking out. The customer's blood glucose was 495 mg/dl at the time of the call, and was treated with a manual injection. Advised the customer never to press on a protruding drive support cap while connected to the infusion set. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with broken off end cap. Drive support disk was inspected and no anomaly was noted. The insulin pump had a cracked display window corner, scratched lcd window and cracked reservoir tube lip.